Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed the drawer to inspect for any obstructions and subsequently replaced the mini drawer engine. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system did not open when attempting to access the propofol 200 mg (20 ml) bottle. The customer reported that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.